Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that troubleshooting assistance was required because the patient programmer screen was blank. It was noted that the patient had no symptom relief. The reporter was asked if there were any traumas or falls related to the reported issue and they stated the patient had experienced a number of bad seizures and one brain concussion between 2014 and 2015 "and since before interstim 20 or more years" and afterwards they "couldn't get a charge." The inability to get a charge was said to have begun 6-10 months prior to the report. The patient stated that their bladder was "way out of shape" and "when he would put his finger in my rectum it was only to the first joint." One week later additional information was received which indicated that the patient was at 8.5 volts. It was also noted that the patient was experiencing retention, or that they were "not able to go empty." The patient had to catheterize as a result. This was noted to be the reason they had interstim. It was also stated that the patient lost feeling in their hands, feet, and rump; it was not known when this issue began. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had not urinated like they should since the day prior. It was stated they ¿tinkled¿ one time on the day of the call and only two times the day prior. It was also noted the programmer was dropped the day prior and it was ¿not working.¿ at the time of the call, it was confirmed that stimulation was off. The patient reportedly thought the two blue buttons on the side were for turning stimulation up and down. During the call, the patient tried all four programs and even at 8.5v they could not feel stimulation. When asked if they had any falls or traumas, the patient noted falling numerous times in the past month. The patient reportedly seemed to think that dropping the programmer had affected therapy. During troubleshooting, the programmer was working as expected. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # j0343841v, implanted: (B)(6) 2003, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).